Manufacturer narrative:
Product analysis: the device returned with the balloon folds open indicating that the device had previously been inflated. Negative prep confirmed the presence of a leak. Upon pressurization of the device to 8atm, a leak was detected on the distal end of the balloon. A pin-hole leak was found on the balloon just proximal to the distal inner shaft marker band. There was a lead in scratch distal to the leak site. There was no deformation to the distal tip. Image review: the returned images confirmed the 100% in stent restenosis as reported by the account (images 1 <(>&<)> 3) image 2 shows what is identified as the complaint device post rupture in the mid rca. There was no image of the complaint device being inflated. Image 4 shows the rca in good condition post procedure. (B)(4).

Event description:
It was reported by the doctor that a euphora rx balloon ruptured during balloon inflation. The physician was treating 100% instent restenosis at the proximal rca. No damage was noted to the device packaging. The device was inspected and negative prep was performed with no issues noted. The balloon was being used to pre-dilate the lesion. The balloon passed through a previously deployed stent. A rupture is reported to have occurred before nominal pressure was applied at 6atm on the first inflation. The patient is reported as being alive with no injury attributed to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.